Event description:
The customer reported encountering a cgm error 42, had been present on the pump since approximately 3:00 a.m. On the 24th before they called for support. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, which successfully resolved the issue and allowed the customer to start their sensor session. The customer was advised that if the issue occurs again, they should contact support for assistance. Instructions for resets were also emailed to the customer at their request.